Event description:
The customer reported the flow rate of the high flow insufflation unit was set to 30 milliliters, but there was no air flow. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was not confirmed and the issue was unable to be reproduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "it is necessary to measure the lumen pressure in the body cavity to carry out insufflation control so that the pressure in the body cavity is kept constant. The volume of insufflation should be controlled so that the greater the difference between the cavity pressure and the set pressure, and the greater the set flow, the greater." Olympus will continue to monitor field performance for this device.